Manufacturer narrative:
(B)(6). Date of event: event occurred in mid (B)(6), approximately 3 weeks after the procedure. PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported a 61 year old, male patient underwent embolization of the right renal artery in preparation for a kidney transplant. Under anesthesia, the patient received microspheres distally and then occlusion using two 5/2 tornado platinum embolization microcoils, one 6/2 tornado platinum embolization microcoil, and one 5/3 tornado platinum embolization coil. Beginning in mid march, approximately three weeks after embolization, the patient experienced worsening, disabling pruritus and insomnia. Additionally, the patient is experiencing complicated subacute anicteric cholestatic hepatitis. Additionally, a list of the patient's treatments introduced in 2022 was provided. This list included treatments used during embolization: lidocaine; general anesthesia with ephedrine, propofol, ringer's lactate, sufentanil, ketoprofen, tramadol, midazolam, and droperidol; nefopam on (B)(6) 2022; methylprednisolone and cefazolin on (B)(6) 2022; sufentanil/droperidol from (B)(6) 2022; then at home analgesic treatment with paracetamol 1g x3/day and phloroglucinol, and tramadol 50mg x 3 / day if pain persists. It was also noted that amoxicillin was given in april 2021 and an increase in alkaline phosphatase was noted in the follow-up in (B)(6) 2022. Desloratadine was also listed. The patient's cholestasis has been managed by ursodeoxycholic acid since (B)(6) 2022 and rifampin 1/d on (B)(6) 2022 for pruritus (the dose was increased on (B)(6) 2022 to 600mg/d, allowing an almost total regression of pruritus). As of (B)(6) 2022, this patient's home treatment consisted of bilastine, bisoprolol, perindopril, esomeprazole, urapidil, sodium polystyrene sulfonate, pravastatin, folic acid, vitamin d, and on dialysis he received epoetin and enoxaparin. He is vaccinated against sars-cov-2 (last injection in (B)(6) 2021). He was vaccinated against influenza in (B)(6) 2021. No other adverse effects were reported. The patient's current status was last provided as hospitalized. The three lots of tornado coils recorded in this incident are reported under patient identifiers (B)(6).

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received providing official translation of the customer documents. It was clarified that the patient¿s alanine transaminase (alts) and aspartate transaminase (asts) increased following amoxicillin administration in (B)(6) 2021. It was noted the patient has not had any fever, flu-like symptoms, or digestive symptoms. Total bilirubin is still below 10 mg/l. It is noteworthy that crp increased to a peak of 59 mg/l on (B)(6) 2022, and later decreased.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. Upon further investigation, this event is not reportable. There is no information to indicate device malfunction or serious injury. It was determined that the described symptoms are not life-threatening nor are they likely to result in permanent impairment for the patient. Additionally, there were no interventions performed to prevent permanent impairment or death of the patient as a result of this event. A detailed search of complaint history has revealed no previous, similar occurrences. As there are no recorded incidences of serious injury due to the complaint event, and it is not likely that serious injury would result if the event were to recur, per 21cfr part 803.50 the complaint event is considered not reportable.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information, it was reported the coils are still implanted in the patient.